Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention is planned to address the issue.

Manufacturer narrative:
Correction: section h6-the medical device problem code should have been 4003-migration rather than 2950 - impedance problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.